Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer went to the emergency room and was diagnosed with hyperglycemia. She experienced throwing up. Treatment included being given insulin and ondansetron (zofran). Her insulin was also changed from apidra to novalog. The patient stated that the cannula appeared bent when the pod was removed. The pod was worn on the abdomen, for between 4 and 24 hours, and it is not available to be returned for evaluation.